Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available. H10 additional narrative:  added: g4.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address signs of infection. Having the primary implants on (B)(6) 2020. The tibial component was revised and been replaced with revision tray, sleeve and stem by another surgeon. The surgeon removed the femoral implant without much bone loss but struggled getting the tibial implants removed. He cracked the proximal tibia while trying to removed the components. Replaced with antibiotic cement knee spacer and replace implants when infection clears. No surgical delay. Doi: (B)(6) 2020, dor: (B)(6) 2021, left knee.